Event description:
It was reported that display in the cardiosave intra-aortic balloon pump (iabp) was having issues. It is unknown under which circumstances this event occurred; however, there was no patient harm, serious injury or adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit and was able to confirm the customer's reported complaint. To correct the issue, the fse replaced the top display. The fse reported that the device passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field - h6(health effect ¿ impact codes). A getinge field service engineer evaluated unit and confirmed customer complaint. Display blank. Replaced top display. This corrected issue. Consumed console cover screw kit and top display labels. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The defective components were received for further investigation. The top display assembly was observed per the cardiosave service manual part number 0070-00-0639 revision n with no visual damage. The national repair center installed the top display assembly into the cardiosave test fixture serial number and tested the display assembly to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n. Display assembly would not function ( distorted display). Part number is no longer able to be tested by the supplier. Investigation is completed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.